Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing end cap sticker. All operating currents are within specification. No unexpected blank display noted.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 190 mg/dl. There is a break around the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.